Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir lip was broken. Customer's blood glucose level was 103mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit had severely scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.